Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, a 'low fio2' alarm occurred which could not be solved by calibration. There was no medical intervention or adverse pt effects reported.